Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The low temperature threshold value was checked and observed to be set to 0. The investigation identified that the low-temperature ratio parameter was configured incorrectly to zero (0), therefore this issue is confirmed. An extended investigation has also been performed for the reported complaint. Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The freestyle libre 2 sensor in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. During investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). This incorrect parameter has been present from the initial qualification of kit pack lines. The issue was addressed in the field by adc fa1027-2020. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. Therefore, this issue is confirmed to low temperature setting. (B)(4) was initiated to investigate and address this issue on (B)(6) 2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. This action was completed on (B)(6) 2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of all impacted product was completed (B)(6) 2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6) 2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. This corrective action was implemented on (B)(6) 2021. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report updating section d4 - (serial no) has been updated from (B)(6) as the serial number was submitted incorrectly in the previous report.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2020, the sensor failed to alarm when her glucose reading was at 380 mg/dl although the limit was set to ¿130 mg/dl¿. The customer experienced symptoms described as ¿knocking on the stomach¿ and a loss of consciousness. The customer was unable to self-treat, therefore had contact with a healthcare professional and received unknown treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The freestyle libre 2 sensor in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. During investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). This incorrect parameter has been present from the initial qualification of kit pack lines. The issue was addressed in the field by adc fa1027-2020. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. No product was returned for this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As per the qr initiated for this issue, immediate, corrective, and preventative actions were identified as follows: o software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. O impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of impacted product is currently in process, with an anticipated competition of january 2021. O update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. Anticipated competition date of this corrective action is 18-dec-2020. O update validation process to include requirements to perform functional testing of product to user requirement specifications. Anticipated competition date of this corrective action is 23-dec-2020. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report updating section h7- if remedial action initiated section h9 other remedial action section h10 - addtl mfg narrative has also been updated as it was inadvertently omitted from the initial report.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2020, the sensor failed to alarm when her glucose reading was at 380 mg/dl although the limit was set to ¿130 mg/dl¿. The customer experienced symptoms described as ¿knocking on the stomach¿ and a loss of consciousness. The customer was unable to self-treat, therefore had contact with a healthcare professional and received unknown treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The freestyle libre 2 sensor in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. During investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). This incorrect parameter has been present from the initial qualification of kit pack lines. The issue was addressed in the field by adc (B)(4). The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. No product was returned for this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2020, the sensor failed to alarm when her glucose reading was at 380 mg/dl although the limit was set to ¿130 mg/dl¿. The customer experienced symptoms described as ¿knocking on the stomach¿ and a loss of consciousness. The customer was unable to self-treat, therefore had contact with a healthcare professional and received unknown treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.